Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ultrasound mode in ophthalmic handpiece stopped during use. There was no system message displayed, surgery was completed with another handpiece and there no patient harm. Additional information received stating that in groove moat mode and ultrasound did not oscillate when the phaco oscillation setting was used, it was reported that customer did not try for torsional mode.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece was returned for evaluation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The handpiece was received for this investigation. A visual assessment of the returned sample revealed no visual nonconformity. The handpiece was connected to a calibrated resistance breakout box, where the resistance and input/output impedance were found to be within specification. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece did not meet alcon specifications. Disassembling the handpiece revealed a discolored low electrode. The root cause of the reported event can be attributed to a discolored low electrode however, how or when the electrode became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).